Event description:
The consumer reported that since the patient had their implantable neurostimulator (ins) replaced on (B)(6) 2016 for normal battery depletion, they had been sleeping more and was difficult to wake up. It was noted this was a sudden change in therapy/symptoms; however, this is not indicative of a stimulation output issue due to the patient had been experiencing these symptoms since implant. The patient was implanted for parkinson¿s dual and movement disorders. Follow up information received from the healthcare professional (hcp) reported that they do not know if the issue with the patient sleeping and having difficulty walking has been resolved. It was stated that the stimulator was checked with the battery full and on, and noted that the cause of the issue was most likely related to the patient's concurrent pneumonia. As a result of the patient's difficulty waking up and sleeping more they were hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.